Event description:
It was reported by the rep the device was used in a laparoscopic cholecystectomy. It was reported during insertion of either the pneumo needle or trocar, both the iliac vessel and small bowel was punctured. It is not known which needle was used, but the hospital usually uses pn120. The dr stated after the case the functioning of the shield was tested and worked properly. The pt was opened and transfused. There was a reoperation in the next day or two, surgeon said it was not attributable to the injury - possible hemorrhage from ovary or tube. The pt is now ok.